Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign object on tip plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. However, a definitive root cause could not be determined. It was unknown if the device was reprocessed according to the IFU. Additionally, physical damage of the device at where the foreign material residue point remained, was confirmed. The event can be prevented by following the instructions for use which state: instructions for gif-ez1500 operation manual, chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-ez1500, reprocessing manual, chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.